Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found one caster was not locking and the caster support was broken. He replaced the caster and the support to repair the bed.